Event description:
It was reported that an unspecified wearable issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a hyperglycemic episode. According to the information provided, the patient was wearing a dexcom continuous glucose monitor (cgm) at the time, which appeared to be malfunctioning. The patient was unable to specify the exact nature of the malfunction but reported that the sensor stopped working, and the insulin pump was also nonfunctional during the event. As a result, the patient likely developed diabetic ketoacidosis (dka), presenting with nausea and dehydration. Upon arrival at the hospital, a fingerstick blood glucose test revealed a reading of 500 mg/dl. The patient received intravenous insulin and fluid therapy and was subsequently admitted for one week. The patient was reported to be stable at the time of discharge. There is no documentation of additional medical evaluation or follow-up intervention following discharge. At the time of this report, the patient expressed ongoing concern, stating they were "not okay" due to continued issues with the tandem insulin pump. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.